Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 5 devices leaked blood. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field d2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 5 devices leaked blood. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 21-sep-2025. Investigation summary: bd received two photos and 50 returned samples for investigation. The evaluation of these photos shows an unused product and a label with the product information. Blood leakage could not be identified from the photos. Additionally, ten retained and ten returned samples were used for functional tests, and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.